Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there was a hole at the ipg site where the ipg was visible. In turn, there were signs of infection at the ipg. As a result, the system was explanted and the patient was prescribed oral antibiotics to address the issue.